Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that, while out of town, a patient's blood glucose reached 600mg/dl. The device was worn between 4 and 24 hours on the arm, before emitting an occlusion alarm. Patient began to vomit and tested (B)(6) for ketones, therefore, patient's mother called the hospital. Patient did not visit a medical facility, however, hospital prescribed (B)(6) and recommended patient be administered insulin. No diagnosis was made, however, patient was assumed to be enduring diabetic ketoacidosis.